Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of three endo gia* ultra universal 12mm single use instruments. The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During the firing cycle, a skip was audible in each units firing stroke. An access hole was cut into each instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during the lobectomy procedure, they connected egia45amt to egiaushort and put neoveil tube on the cartridge. The surgeon started the firing, however, a crack sound was heard on the halfway. They then connected egia45axt to new egiaushort. No neoveil was used. The surgeon started the firing to the proximal side of the staple line of #1, however a crack sound was heard on the halfway. They connected a new egia45amt to another new egiaushort and put neoveil tube on the cartridge. The surgeon started the firing from the cut end of staple line of #2, however a crack sound was heard on the halfway. The surgeon said the tissue was thick. Replaced by a competitor's device and the firing was completed with no problem. No patient injury was reported.